Event description:
Customer called stating that none of the buttons on her insulin pump are responding. She cannot bring up the main menu. Customer's blood glucose level is 124 mg/dl. There were no significant events leading up to the alarm. The device was not exposed to moisture. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response on up arrow button due to corroded keypad traces. Insulin pump had a cracked reservoir tube lip.